Manufacturer narrative:
(B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had a sharp burr on the tube cap, causing the customer to injure his or her finger.